Manufacturer narrative:
The device history record was unable to be reviewed for this device since the serial number was not provided. It can be presumed that the leak may be due to the the adaptor not being securely connected to endoscope / tube set. However, the product was not returned so this could not be investigated.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the tubing experienced backflow into the water bottle. There were no reports of patient or user harm associated with this event.